Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient¿s old implantable neurostimulator (ins) worked really well until the last couple of months the ins was implanted. It was noted that the patient¿s health care provider (hcp) wanted the patient to go on a catheter. The manufacturer representative checked the ins and discovered with their equipment that the ins needed to be replaced. It was reported that the patient had a replacement ins put in.

Manufacturer narrative:
Product ID 3093-28, lot # v823874, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was that the batteries were at end of service (eos) and the event was attributed to the battery.

Manufacturer narrative:
(B)(4).